Event description:
During attempt to place bravo capsule, the capsule did not deploy.

Event description:
Company has requested the device be returned to medtronic for evaluation. The hospital risk management dept indicated that if the device had not been discarded, it would be returned. To date, the device has not been returned to medtronic for evaluation.